Event description:
The pt experienced increased pain. A dye study was done in 2008 and showed a disconnect of the catheter at the spinal site. The pt was treated with oral medication. The distal portion of the catheter was replaced in 2009 and infusion resumed. The pt was reported to be doing well following the revision. It was later clarified that the catheter had not disconnected at the spinal site; the spinal segment of the catheter was severed. The medication being delivered via the device system was not reported.

Manufacturer narrative:
Catheter.